Event description:
It was reported when using the bd pyxis medstation es system drawer was failed. The customer added that this malfunction resulted in incorrect pocket opening when dispensing medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3-5 was pulling out. The field service engineer replaced mini engine to resolve. The system functioned as intended after the field service engineer investigated the device.